Event description:
It was reported that the patient experienced right heart failure that required a right ventricular assist device (rvad) implant. The patient had vasoplegia and angiotension, was treated with continuous lasix gtt 10 times per hour and 40mg push. The patient also needed removal of > 4l of volume. Left ventricular suck down was noted with increasing rpm's. During placement of rvad, multiple runs of ventricular tachycardia required an intravenous push of lidocaine. Hepatology was consulted on (B)(6) 2022 regarding possible acute liver failure due to rising enzymes. They determined that the patient did not meet the criteria for liver failure give the absence of encaphalopathy and a low international normalized ratio (inr). The patient's etiology was likely secondary to low flows / ischemia in the setting of severe cardiomyopathy and critical illness.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, cardiac arrhythmia, hepatic dysfunction, and infection as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was put on antibiotics due to an infection. Their white blood cell count was elevated from 9.34 to 20.78 but cultures had no growth to date. Patient went through 5 days of intravenous vancomycin and cefepime without event.